Event description:
Caller reported a cracked and shattered touchscreen due to accidentally falling and rolling over on the pump. No adverse impact was reported to the customer¿s blood glucose level, and they were still able to interact with the pump. Technical support resolved the issue by arranging for a replacement pump, although the pump was not under warranty and the customer declined an out-of-warranty loaner.